Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).

Event description:
Because of a gap in the digital dictaphone, the import word "no" was omitted before the sentence "suspected metastatic changes with wash out". This was discovered when signing the report the following day, and could be corrected without any consequence on the care decisions. There was no reported pt injury associated with this event.